Event description:
On 11/12/04, the pt contacted lifescan alleging that his one touch profile meter was reading inaccurately low. He obtained a result of 37 mg/dl on the reported meter while experiencing no symptoms of low or high blood glucose level. He took no action to affect his blood glucose level following use of the meter and received no treatment from his physician. The customer service representative (ccr) discovered that the pt was not cleaning the meter according to the owner's manual. The ccr walked him through cleaning the meter, cleaning the check strip, and conducting a check strip test twice. The result did not fall within the specified check strip range. There is no indication that the pt experienced injury or medical intervention due to the meter. Based on the failed check strip test, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.